Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, received report from consumer that she purchased icy hot pro-therapy instant cold pack. In attempting to activate the pack, it was ruptured and the white powder contents were dispersed into the air covering the consumer's hair and face. She stated that her eyes were stinging and burning as well as a "weird" taste in her mouth. She sought consult at a local ER where her eyes were flushed and tetracaine 0.5% was applied. She was given antibiotic eye drops and sent home.